Event description:
It was reported that the pt fell many times on the implantable neurostimulator. The impedance measurements were out of normal range. The lead dislodged. The ins and lead were replaced. Further info is being requested from the hcp.

Manufacturer narrative:
.